Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Pt stated that they lost 90 pounds and now their stimulator doesn't do what it did before and they need re-programming. Pt shared that they had gastric bypass surgery in february and then kidney failure and they had the stimulator turned off during that time. Pt said they lost the 90 pounds after their gastric bypass surgery. Pt said that now when they turn on stimulation to any of their 3 programs, all the stimulation goes to their stomach muscles. Pt said they had an x-ray that showed the leads are still in place. The patient was redirected to their healthcare provider to further address the issue.